Manufacturer narrative:
Due to additional information received, it has been indicated that the product has not been revised, the incident is not related to a device failure. Please void this report.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly,qs director received a call from a patient, for some reason patient has been experiencing pain.